Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6). The device was returned to olympus for inspection and the customer's reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: incompatible scope error (e315). Based on the results of the investigation, since the customer's reported issue could not be confirmed the cause could not be determined. For the e315 error it is presumed the likely cause is traced to component failure from fluid/moisture ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope's produced noise on the screen with no image. The issue was found during inspection for use. There were no reports of patient involvement.